Event description:
Device report 1 of 2. Reference MFR report: 1627487-2012-05636. The pt has two leads (different models). It was reported the pt is not receiving adequate coverage. X-rays were taken and revealed one of the leads had migrated. It is unk which lead is not providing the pt with the needed coverage. Reprogramming attempts were unsuccessful. Attempts to gather add'l info were unsuccessful. The next course of action is unk at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.